Event description:
It was reported that a pump motor stalled and never recovered. The reporter noted that the patient recently had a spinal cord stimulation (scs) placed to deal with pain not being addressed by the pump, and the scs therapy had been so dramatically positive that the patient questioned the necessity of continuing infusion therapy. The patient planned to consult with the healthcare professional (hcp) next week because the scs was ¿working so well he really didn¿t know if he needed it.¿ there had been no known cause for the motor stall; emi (electromagnetic interference) was denied, and no tube set message was seen. The patient had no symptoms associated with the event; was currently alive with no injury; and no action was required. The patient was being weaned off their oral percocet, and the patient wanted to wait until they were totally off the oral medication to rate their pain level. The patient was reportedly either going to have it removed, or just have the prialt replaced with saline and set it to the minimum rate. The pump was used to infuse prialt/ziconotide. No intervention or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the pump was replaced. The operation went well and the new pump was filled with 25mcg/ml of prialt. The patient recovered well without complications in the immediate postoperative period. The pump would be returned to the manufacturer. Review of the pump logs showed a ¿stopped pump period may exceed tube set¿ message.

Manufacturer narrative:
Analysis of the pump found over-infusion with undetermined root cause.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).